Event description:
During use in a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console could not be operated. A redundant set of manual local controls of all pumps and alarm sensors remained available to the user. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.